Event description:
At approx 1340, at the beginning of the buffy coat cycle an ¿air detected¿ alarm came on. Multiple attempts were made to clear and expel the air, but unsuccessful. Unable to clear the alarm following the prompts on the device screen and MFR¿s recommendation, the therakos technical support was called for assistance. It was noted the return bag had approx. 20 ml of pink tinged plasma, but the display was showing a recorded return volume of 122 ml at the time. While on the phone with the technician instructions were given to try to clear the alarm, but they all failed. Several attempts were made. It was recommended by the technician to abort the procedure. The doctor was notified. No manual return was performed due to possible air contamination. There was an approximate 140 ml of blood loss. The patient was asymptomatic and vital signs were stable. Pre hgb was 9.9. Per doctor¿s orders, the patient was discharged home ambulatory.